Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level remained elevated (greater than 400 mg/dl). Contact was unsure of the cause. Correction boluses were delivered via the pump to treat elevated levels. System check could not be performed with tandem technical support as customer was in the process of changing out supplies. Recommendation was made for customer to consult with health care provider.